Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip stuck on the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was stuck on the catheter and it could not be deployed. The nurse attempted to pull the handle; however, the clip was still unable to release from the catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was stuck on the catheter and it cannot be deployed. The nurse attempted to pull the handle however, the clip was still unable to release from the catheter. There were no patient complications reported as a result of this event the device was not returned.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip stuck on the catheter. Block h11: the returned resolution 360 clip device was analyzed, and during visual inspection it was found that the device was returned with the clip assembly detached and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip stuck on the catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.